Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Additional information was requested but was not available. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy: infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to dilatation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), determine accurate size of anatomy. Please note, as the date of the aortic diameter enlargement is unknown, the reintervention date (B)(6) 2021 will be used as an event date.

Event description:
On (B)(6) 2016, the patient underwent an endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. On an unknown date, it was identified that the aortic diameter was enlarged at the proximal edge of the device (measurements not available). The cause of the diameter enlargement is unknown. On (B)(6) 2021, the patient underwent a reintervention procedure to treat the aortic expansion and a "chimney technique" was utilized. After a gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the renal artery as a "chimney" stent graft, a gore® excluder® aortic extender endoprosthesis was implanted in the proximal neck. After the devices were implanted, the angiography imaging revealed a proximal type I endoleak. To treat the endoleak, the second gore® excluder® aortic extender endoprosthesis was implanted in the proximal neck. The endoleak was still remained slightly after the implantation. The physician decided to monitor it and the procedure was concluded. The patient tolerated the procedure.